Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report.per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. No product will be returned.

Event description:
It was reported that the customer had attached lvp to pcu. Pump went into alarm state and said channel error which was resolved with replacement of pressure sensors on pump and attached pump back onto the pcu. There was no patient involvement.